Manufacturer narrative:
D4 - lot #: provided lots were #6005729 and #4471005, however, the lot used with this patient was not specified. E1 - initial reporter phone: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a recurring issue with the cadd high volume administration set. The sets malfunctioned on multiple occasions. Per reporter, the sets had tubing disconnection, wherein the clear tubing had separated from the white connector piece that attached to the patient's clave, cap separation, wherein the cap had detached from the tubing while remained connected to the patient's clave and tubing breakage, wherein the intravenous (IV) tubing had broken during total parenteral nutrition (tpn) administration. The reporter further noted that medication was used with the product. The product was not reprocessed or re-sterilized prior to use and it was unknown if the product was contaminated or contain a biohazard or chemotherapeutic agent. There was a delay of therapy. Three patients were involved with three affected administration sets with which the lot numbers and issues were not specified according to patient use. The third patient with initials (B)(6), was a white female not hispanic, latino/a or spanish origin, weighing 20.7kg and date of birth on (B)(6) 2017. There was patient involvement, and unknown patient harm reported.

Manufacturer narrative:
B5: correction. H3: device was not returned for root cause analysis. Complaint for the failure mode "a0172 - disconnection" was confirmed by investigation with photos provided by the customer. The photo provided by the customer shows the luer disconnected. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. Other analysis can¿t be performed since the samples was not returned.

Event description:
It was reported that multiple administration sets have malfunctioned on multiple occasions. Per reporter, there was a tubing disconnection, wherein the clear tubing was separated from the white connector piece that attaches to the patient's clave, in addition to cap separation, wherein the cap has detached from the tubing while remaining connected to the patient's clave. Per reporter, additionally there was tubing breakage, wherein the IV tubing has broken during tpn administration. Medication was being used with the product. There was a delay of therapy. No patient harm/adverse event was reported.